Event description:
Following a procedure to repair an ascending aortic aneurysm, the pt was put on an intra-aortic balloon pump (iabp). Staff noticed that the pump had stopped working. The pump's panel was opened and it was noted that there was a blood back. The intraortic balloon catheter and pump were replaced. The pt expired about twelve hrs later.